Event description:
During an in clinic follow up, a drop in the battery impedance and an increase of the battery voltage was noted. Technical support was contacted and noted the diagnostic were frozen due to a full memory of the device. Technical support recommended clearing the diagnostics to resolve the event. No intervention has been performed at this time. The patient was stable and will continue to be monitored.